Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed the crimped valve exposed through the sheath liner. The distal sheath section appeared unopened. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft resistance with delivery system, bc and sheath shaft liner punctured were confirmed based on review of imagery provided by the site. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. An in-depth evaluation regarding the complaint for sheath shaft resistance with delivery system, bc has been documented in a technical summary written by edwards lifesciences. Per technical summary, 100 product returned complaints were evaluated, and available evidence supports that complaints reporting of resistance during insertion/advancement of the delivery system through the sheath are most likely the result of patient or procedural factors (exhibiting at least one of the factors: access vessel mld, access vessel calcification, access vessel tortuosity, steep insertion angle). Per complaint description states, ¿high force was felt to go through the middle part of the expandable part of the e-sheath and, finally, impossible to cross¿, ¿sheath was observed scratch upon retrieval¿, and ¿femoral artery was calcified and very tortuous.¿ as such, available information suggests that patient factors (tortuosity/calcification) may have contributed to the complaint event. As reported, patient had tortuous and calcified access vessels. The presence of tortuosity and calcification in the access vessels, which, can create a challenging pathway for the delivery system and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additional excessive force was likely used to push the delivery system through the sheath, and it could lead to further valve struts puncturing through the sheath liner, and resulted in sheath liner punctured. Available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time.   The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach a high push force was felt inserting the delivery system and valve through the sheath. All devices were removed without issue. The devices were exchanged and another 29 mm sapien 3 valve was successfully implanted. Upon removal the first esheath was observed to be punctured. Upon completion of the procedure a femoral artery injury was observed. Surgical intervention was required to repair the injury with a stent. Post procedure the patient was in stable condition. Per medical opinion, the injury was due to patient factors (calcification and tortuosity).